Event description:
Healthcare professional reported that a patient experienced a vascular occlusion in the nasolabial region after being injected with 0.1 ml juvéderm® volite¿ with lidocaine into the reticular dermis. This injection resulted in the patient having papules extending up to their forehead. The product was dissolved and the symptoms fully resolved the within 3 weeks.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.